Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (accessing basal screen).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of 25mmol/l with confusion and nausea. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the basal delivery totals in tdd did not match. The variation was due to known cause of user suspending the pump, the basal edit screen was accessed and prime menu was accessed. This report is being made due to training misuse.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 05/23/2017 with the following findings: the pump could not be investigated due to a moisture ingress issue.